Event description:
It was reported that patient died from stroke unrelated to device. Upon investigation of the device, it was noted there were a few beats of undersensing. The undersensing did not affect appropriate therapy delivery. The physician believes that the device acted appropriately.

Manufacturer narrative:
The device was tested on the bench and using automated test equipment, and no anomalies were found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.